Manufacturer narrative:
Age of patient at time of event: 18 years or older. Device evaluated by manufacturer: device not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous abdominal aorta a (B)(4) equalizer balloon catheter was inflated once when a balloon rupture occurred. It is unknown to how many atms the balloon was inflated to. The procedure was completed with another of same device. No patient complications were reported and patient status is good.